Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter, translated from spanish to english: we were administering dexamethasone when the line became dislodged; the client has informed us several times that this has happened before.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.